Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the pump pocket was infected. The symptoms experienced included redness, drainage, and incisional wound opening. The change in therapy/symptoms was noted as sudden. The infection was associated with the implant. Interventions taken included oral antibiotics. The infection was being addressed by the healthcare provider (hcp). The patient noted she started another round of antibiotics and that the wound was starting to close up. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.